Event description:
A report was received that the patient underwent a pocket revision due to disc discomfort in the lower back. The ipg was relocated to the abdomen area. Nothing was implanted or explanted and the patient was doing well after the procedure.